Event description:
Patient presented with hospital acquired pressure ulcer as the result of defective support surface (mattress). Mattress broke down under coccyx area of patient so that weight of patient was resting on mattress cover and metal with no support between.